Event description:
It was reported that a user experienced high blood glucose with the highest reported glucose was 245 mg/dl while using the ilet after a supply change with a cartridge-driven infusion set; the user rotated to a different abdominal site, saw no leakage, and replaced all supplies due to low insulin volume, after which glucose stabilized. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem or component involvement. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.